Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (balloon rupture). Patient¿s condition affected effectiveness of device (lesion morphology ¿ 90% stenosis, little calcification and moderate tortuosity). Deformation problem - (balloon damaged). Evaluation conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology ¿ 90% stenosis, little calcification and moderate tortuosity). Inherent risk of procedure ¿ (balloon rupture). (B)(4).

Event description:
Physician was attempting to implant one resolute integrity drug-eluting stent to a slightly calcified lesion in the rca with 90% stenosis and moderate tortuosity. On the first inflation of 6 atm the balloon failed to inflate and blood came back into the inflation line. Device was inspected before use and negative prep performed with no issues. The lesion had been pre-dilated. No clinical sequelae were reported. Evaluation summary: the distal tip was slightly damaged. There was blood present in the inflation lumen and balloon. The device was placed in the waterbath to disperse the blood. On removal from the waterbath negative prep confirmed the presence of a leak. On pressurization of the device a leak was detected on the proximal balloon pillow. A short longitudinal tear was visible on the outside of the proximal pillow balloon fold. The stent was positioned on the balloon between the inner shaft markers with no deformation evident to the segments or struts.